Event description:
This rv lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018 stating that this lead was explanted due to infection or sepsis. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).